Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown biomet implant 3.4 mm x 10 mm was returned for investigation. Visual inspection of the returned product identified signs of use and minor dried blood around the device. The reported device was located on an unknown tooth and was implanted for approximately 5 weeks. The customer provided an x-ray, however examination by the med affairs manager, could not determine any sinus involvement due to poor x-ray quality and an unknown tooth location. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Sterilization record review could not be performed, as the lot number associated with the reported product is not available. A complaint history review by item number was conducted for biomet implants of 3.4 mm x 10 mm dimensions dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Complainant reported that the implant relocated into sinus, patient felt discomfort and the doctor decided to remove the implant. The reported device was returned and the reported event could not be verified as the customer provided no objective evidence and medical events are non-verifiable. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant relocated into the patient's sinus.